Event description:
Medics analyzed pt presenting a ventricular-fibrillation heart-rhythm and the device inappropriately returned a "ECG too small" advisory message and significantly delayed the administration of a shock to the pt. The medics responded to a witnessed cardiac arrest where they found the pt lying in bed. At 1432 hours, the medics assessed that the pt was vital signs absent and applied the device to the pt using multi-function electrodes. At 14:32:54 hours, an analysis of the pt was initiated and the device returned a "ECG too large" advisory message. The medics decreased the device gain setting then re-initiated pt analysis at 14:33:06 hours. The device correctly returned a "no shock advised" determination for a pulse-less electrical activity heart-rhythm. The medics then performed a min of CPR and then re-analyzed the pt at 14:34:35 hours. The device again correctly returned a "no shock advised" determination. The medics performed another min of CPR and continued to treat the pt. The pt's heart-rhythm appeared to become extremely variable and the pt was analyzed a third time at 14:36:06 hrs. During the analysis the device displayed a "ECG too small" advisory message and halted the analysis. The medics then increased the device gain setting and at 14:36:19 re-initiated analysis of the pt. The device appropriately returned a "shock advised" determination and at 14:36:33 hours, the medics administered a 200 joule shock to the pt and converted the heart-rhythm to asystole. At that time, a paramedic crew also responding to the call arrived on the scene and pt care was transferred to the paramedics. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.